Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found that the main coil was broken at the delivery zone with no evidence of electrolytic detachment, the proximal contact and delivery wire were kinked, and the main coil was stretched and kinked. It is probable that the main coil became kinked and stretched and the proximal contact and delivery wire became kinked due to handling damage during use. The available information and analysis of the returned device does not point to a probable cause of the broken main coil. Therefore the assignable cause was undeterminable.

Event description:
It was reported that the coil (subject device) broke and migrated during the detachment process. The entire coil was removed from the patient. There were no reported clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) broke and migrated during the detachment process. The entire coil was removed from the patient. There were no reported clinical consequences to the patient.